Event description:
It was reported that the 9600+ system will not save images, makes sound when trying to reboot, left brake pedal is loose and will not hold time of day when system is switched off. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted the 5vdc and 12vdc supply, tightened brake pedal hardware and ordered a clock battery. The system was tested and found to be working as intended, with the exception of the clock, and placed back into service. It is believed that the clock battery, when replaced, will address the clock/time issue. If any additional information becomes available, we will report.